Event description:
Healthcare professional reported left side ¿capsular contracture,¿ baker grade not specified. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional, later confirmed, "left breast implant intact. Large seroma". And capsular contracture, baker grade ii.

Manufacturer narrative:
The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 13/oct/2023.

Event description:
Healthcare professional reported left side ¿capsular contracture,¿ baker grade not specified. Healthcare professional later confirmed "left breast implant intact. Large seroma," and capsular contracture baker grade ii. Device has been explanted and replaced.